Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm during priming. Customer states insulin "squirt" out when attempted to prime. Customer states drive support cap was protruded. Customer's blood glucose was 600 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with the drive support was found loose and flush. However, the insulin pump passed rewind, basic occlusion, occlusion, prime/a33, excessive no delivery and displacement tests. No alarms noted. The insulin pump has cracked case at the display window corners, cracked a33 reservoir tube window corners, cracked reservoir tube window, cracked battery tube threads and minor scratched lcd window also, partially broken reservoir tube lip, missing reservoir tube lip o ring and the end cap sticker.